Manufacturer narrative:
A visual inspection was performed on the returned device. The needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code updated from 2921.

Event description:
Subsequent to the initially filed report, the following information was provided: it was reported that this was a multi-access venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional atrial fibrillation (af) and ventricular tachycardia (vt) ablation procedure. The foot would not close for all three prostyle devices was misreported. Instead, a cuff miss [suture retrieval issue] occurred with all three devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8fr sheath and the af and vt procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unknown vessel using three prostyle devices related to an unknown procedure. Reportedly, the foot would not close for all three devices. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.